Manufacturer narrative:
(B)(6). Device expiration date: unknown. Device manufacture date: unknown. Lot #: the reported lot # 7235634cav19 was not found for the catalog number. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred at a unspecified time with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "clinical event information: medication leaking out of device while in use. Patient outcome/consequences: loss of medication / not administered to patient due to fault."

Event description:
It was reported that leakage occurred at a unspecified time with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "clinical event information: medication leaking out of device while in use. Patient outcome/consequences: loss of medication / not administered to patient due to fault."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. The complaint could not be confirmed and the root cause is undetermined.